Manufacturer narrative:
The hospital has not ordered any service visit, so the ventilator has not been investigated. Our sales representative has been able to download the device log files. The received log files confirm the reported event, between may 20, at 19:51 and may 21, at 18:02, several alarms for high o2 concentration were generated. A pre-use check was confirmed to be successful both prior and after to this ventilation period. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our investigation has concluded that the most probable cause of the given alarms is traced to interaction of several parts within the o2 gas module. Problem code: 4114.

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for high o2 concentration during patient treatment. There was no patient harm. Manufacturer ref.#: (B)(4).